Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell the home choice (hc). The home patient (hp) had 3 bags connected and there was solution in the heater bag only. There was air in the drain line only. The hp cycled the power. The hp would complete therapy with manual supplies. All the connections were tight. The alarm was cleared. There was patient involvement. No patient injury or medical intervention was reported.